Event description:
It was reported "pt has to wiggle charging cable to get it into the pump". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.